Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s during the load process using multiple cartridges. The customer would change the cartridge and insulin delivery would be resumed. The customer's blood glucose level was not impacted. The pump continued to be used to manage diabetes.